Manufacturer narrative:
The actual sample device has not been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the angio-seal device was bent when it was taken out of the packaging. The following information was provided by the user facility: when the device was taken out of the packaging, the device was found to be bent; the facility opened a new device with successful closure; and the bent angio seal device was found pre-treatment, therefore there was no effect on the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date and the evaluation results. One 6f angioseal vip was returned for evaluation to terumo medical corporation at (B)(4). One hemostasis sheath, locator, guidewire and carrier tube assembly housed within a half opened aluminium pouch was returned. There were no signs of use on any devices. The aluminium pouch was partially opened and bent at one end. Upon completely opening the foil, the carrier tube was found bent at the distal end near the bypass tube. The collagen was slightly expanded. Upon microscopic examination a kink was observed near the proximal part of the tube as well. Per the complaint description, the device was bent during its removal from packaging. The exact sequence of steps is not known but forceful removal of components from the tray may lead to damage as alleged. Also the aluminium foil was not completely opened before extracting the carrier tube, this may lead to the bypass tube catching within the fold and may ultimately lead to bypass tube detachment, carrier tube kinking or deformation based on where user held the foil. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.